Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm, vticm5_12.6, -9.0/3.0/094 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye right eye (od). The lens was implanted and removed intraoperatively. There was no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved.

Manufacturer narrative:
H6: type of investigation lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).